Event description:
It was later reported the issue had been resolved. It was stated that the implantable neurostimulator (ins) was replaced on (B)(6)-2014 and after the surgery the patient was feeling stimulation comfortably on 2.1 volts.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the high impedance was that the lead was not inserted into the header block. The setscrew was stripped so it didn't tighten down.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0g4qu, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation and they had been unable to feel any stimulation for the past few days prior to report. It was noted the patient had a revision on (B)(6) 2014 and they did feel stimulation at first but no longer did at the time of report. It was stated the impedance measurements read greater than 4000 ohms on all of the unipolar pairs. Reportedly, contacts 0 and 1 were programmed and no stimulation was noted. It was stated it was unknown if impedance measurements were taken at the time of the revision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the ins was replaced because the setscrew was stripped. They opened the pocket during the procedure and the battery was completely removed from the lead and that was why the patient's impedance reading was greater than 4000 ohms. It was noted that the battery was replaced, had normal impedances, and the patient was doing fantastic.